Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in capture thresholds and decrease in the r-waves were observed. The lead was explanted when repositioning was unsuccessful.